Manufacturer narrative:
The device was inspected and tested on february 25, 2017. Within this inspection, functional testing and visual inspection was made. The result was: - product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer called on 2/20/2017 and stated that the index knob slipped during surgery. Item was received on 02/23/2017. Returned goods form stated that unit slipped during surgery causing laceration to the head. Procedure was craniotomy in prone position. Surgery was completed.